Event description:
Customer ran a quantitative bhcg on an aliquoted patient sample and reported out a result of 35.13 miu per ml (accompanied by high flag). The doctor ordered a redraw 2 days later, on 10/23/09, and the new sample produced an original result of greater than 10,000 (accompanied by greater than test flag) which autodiluted to give a result of 24,597 miu per ml. On (B) (6) 2009, customer reran the original draw tube and the original aliquoted tube which produced results greater than 10,000 (accompanied by greater than test flag) and autodiluted to 15,338 miu per ml. All testing was performed on the same analyzer. Customer created a corrective report stating the sample result was 15,338 and was previously reported as 35.13 miu per ml. Patient sample was serum. No diagnosis or treatment was done based on the original (erroneous) lab result. The doctor was concerned patient had miscarried. An ultrasound was done at the office, which is protocol for all patients. It was not done based on the lab result. Customer documented "mom and baby are doing fine!!"

Manufacturer narrative:
The field service representative did not find a cause and no remedial action was taken. Performance tests were performed to verify analyzer operation.